Event description:
During upper endoscopy, tip of heater probe disconnected and remained in pt's stomach. Physician unable to remove it. Some time later at kub (x-ray) was done which showed that the probe was passed.